Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited several episodes of probable air entrapment. An inappropriate electric shock was observed due to poor sensing which matches the air entrapment pattern of sensing. High shock impedance and the smart pass feature disabled were also noted. Troubleshooting options were discussed and recommended until the air resolves. At this time, this s-ICD system remains in use and no additional adverse patient events have been reported.